Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed the motor test. Unable to finish occlusion test due to motor error alarm. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and broken reservoir tube lip.

Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer declined to troubleshoot the issue and requested to replace the insulin pump. The customer's most recent blood glucose was over 100 mg/dl. The customer treated with manual injections. The customer stated that the unexplained high blood glucose began on (B)(6) 2015. The customer also noted that the piston felt loose and that it moved a lot by just touching it. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.